Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not be delivered by catheter. A 15mm x 40cm interlock-35 coil was selected for intra-abdominal aortic stent implantation. During the procedure, it was noted that the coil could not be delivered by catheter. The coil was removed together with the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A part of the original pouch was returned, and the pouch information matches with the complaint information. The main coil, introducer sheath and pusher wire were returned. Visual inspection found that the main coil was detached, kinked and stretched at the coil arm section. No more damages were observed during visual inspection. The functional test could not be performed because the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Manufacturer narrative:
Corrected h6 evaluation conclusion codes from failure to follow instructions to unintended use error caused or contributed to event e1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A part of the original pouch was returned, and the pouch information matches with the complaint information. The main coil, introducer sheath and pusher wire were returned. Visual inspection found that the main coil was detached, kinked and stretched at the coil arm section. No more damages were observed during visual inspection. The functional test could not be performed because the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2023. It was reported that the coil could not be delivered by catheter. A 15mm x 40cm interlock-35 coil was selected for intra-abdominal aortic stent implantation. During the procedure, it was noted that the coil could not be delivered by catheter. The coil was removed together with the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached.